Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they woke up this morning, the stimulation was not in the right place and was not stimulating the way it was a couple days ago. Pt mentioned they were getting numbness in the tops of both feet like drop foot. Pt stated it feels like all of their nerves were kind of on fire. Pt said that if they turn the stimulation off, they seem like they are doing okay but when they turn on the stimulation, it felt like everything was spiking fire. Agent redirected pt to mdt rep and hcp to further address the issue.